Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter stated alleged an issue with the auto-off feature. The customer stated that the auto alarm went off too early. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time, may result in over or under delivery as compared to the user's expectations.